Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient suffered a fall. Reportedly, the lead migrated. As a result, surgical intervention was undertaken to address the issue.

Event description:
Follow-up identified surgical intervention took place on (B)(6) 2017 wherein the lead was explanted and replaced with a different model. Effective therapy was achieved postoperatively and the issue resolved.